Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse (who is the pt) to our local affiliates (B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy to each cheek on (B)(6) 2009 for facial correction. Relevant medical history was not mentioned and no concomitant medications were taken. On (B)(6) 2009, the pt developed a hematoma on her left cheek which is ongoing. She also reports that she had developed a subcutaneous lump (approximately 1 cm long) located at the right cheek towards the nose. This was discovered sometime in (B)(6) 2009. The lump is not sure, not visible, and can be moved around in the tissue. Event outcome is unk.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's casuality assessment: not provided. Addendum for follow-up info received on 18-may-09: the pt reports that a haematoma and subcutaneous lump have abated completely. In addition, the pt reports that she is pleased about her treatment with poly-l-lactic acid and has no problems in relation to this. Lidocaine was added when reconstituting the product with water; it was 6 ml solution with sterile water and lidocaine (4ml+2 ml lidocaine). Addendum 12-jun-09: upon internal review it was discovered that the following info was omitted from the initial report: three ml of poly-l-lactic acid was injected on each side for a total of 6 ml.